Event description:
It was reported the lead stylet would not fully seat intraoperatively. A new lead was used. Patient status at time of report was noted as 'no injury/no adverse event.'

Manufacturer narrative:
(B)(4): analysis of the lead found no anomaly. Analysis of the stylet found no significant anomaly. The stylet wire was bent, no issues were found regarding removing or fully reinserting the stylet into the lead.